Event description:
It was reported that the handpiece began overheating where the device is held in the middle of an extraction procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the rise in temperature was confirmed as the spindle housing became hot and the device was very noisy. Based on the investigation detail, the likely cause for the alleged overheating was the driveshaft and rough bearings, which have been replaced along with some other components. The handpiece was repaired and returned to the customer.